Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery test or verify prime or fill anomaly due to broken or detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had issues with priming ran piston forward and they were unable to exit the preparing to prime loop. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.